Event description:
Event description guidant received information that this transvenous defibrillation lead has exhibited a ventricular pacing impedance measurement of greater than 2000 ohms for the past year.